Event description:
A customer had a problem with a skin level gastrostomy tube. The customer states, the device broke near the tube when the trocar was removed; the surgeon was left with a piece in his hand. Per the customer, the surgeon did not have a spare device; therefore, he had to stop the operation and the pt was temporarily fitted with a temporary catheter (foley catheter type). The pt was re-hospitalized 8 days later to complete the procedure with a new device. The customer reports no additional treatment was required; the pt is doing well.